Event description:
It was reported by the affiliate that the (1) tsb45 was used during a colectomy procedure. It was reported that it would not staple but cut. The case was completed with another instrument. There was no consequence to the pt.